Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional right side capsular contracture baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a fold crease, wear abrasion, weight to the specification, and a deformation. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Device has been explanted.